Event description:
It was reported that the patient experienced inappropriate shock therapy from their implantable cardioverter defibrillator (ICD). Review of the episode revealed the episode was stitched together and therefore did not show the ventricular tachycardia (vt) therapies. After the device exhausted therapies, the patient did not return to sinus rhythm but instead accelerated the rhythm to ventricular fibrillation (vf) then the device exhausted therapies there as well and at the end of the episode, returned to sinus rhythm.

Manufacturer narrative:
Further information was requested but was not available at this time.